Event description:
An altitude alarm was reported involving the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer¿s insulin was suspended due to the issue, but after following instructions to remove obstructions and clean the pump¿s speaker holes, insulin delivery was successfully resumed. Technical support offered guidance to prevent future altitude alarms, and the pump returned to normal operation.